Event description:
It was reported that the batteries were leaking from the interpulse handpiece. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the batteries were leaking from the interpulse handpiece. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the batteries and the battery holder contacts. One contact was also broken.